Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, after a meal, the omnipod system did not deliver the bolus fast enough, leading to hyperglycaemia which resolved once the bolus was delivered after 4 to 5 hours. The patient's blood glucose level rose to 26 mmol/l (468 mg/dl). The patient had first called 111 and then visited an out of hours gp on (B)(6) 2026. They were advised to use a manual injections to bring their glucose levels down and the out of hours gp advised contacting their diabetes team. The patient then contacted them on (B)(6) 2026. The diabetes team had switched from novorapid to lyumjev but then later switched them back to novorapid; the problem has persisted despite this.

Manufacturer narrative:
The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of a delay in bolus delivery. The pod is expected to deliver boluses at a rate of 1 pulse every 2 seconds. The audit log files showed that after each bolus was started the total pulses delivered count tracked by the pods increased at the expected rate and the bolus completed status was received by the controller from the pod around the time of the expected end of the calculated immediate duration of each bolus. The patient history buffer audit log files showed that all bolus pulses was correctly recorded for the cycle in which they were delivered. The system was found to function as intended based on the available log files.